Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient that she developed a red itchy rash while using the 72r electrodes. States that she changed them everyday and rotate the position on her skin. States she treating c4-c7. States she spoke with her doctor and he gave her triamcinolone atetondinen cream 0.1% to apply to area. Advised her to take a break in treatment until her skin is completely healed. Then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised patient to call back with any issues during the time test. Replacement 63b electrodes and cover patches were shipped to the patient. No product to return.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she developed a red itchy rash while using the 72r electrodes. States that she changed them everyday and rotate the position on her skin. States she treating c4-c7. States she spoke with her doctor and he gave her triamcinolone atetondin e cream 0.1% to apply to area. Advised her to take a break in treatment until her skin is completely healed. Then conduct a time test at 1 hour increments starting with 63b electrodes. Discussed changing the position of electrodes each day. Advised patient to call back with any issues during the time test. Replacement 63b electrodes and cover patches were shipped to the patient. No product to return.